Event description:
It was reported, that: there was an oxford warranty surgery due to a patient having pain. Patient outcome: revision.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00082 and 3002806535-2022-00083. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: the product has not been returned for evaluation. The item and lot number have not been provided. The investigation has been limited to the information provided. A historical search could not be performed as the item and lot number have not been provided. These devices are used for treatment. Not enough information has been provided to determine if all implants are compatible. A DHR review or a review of recalls could not be performed as the item and lot number have not been provided. The likely condition of the devices when they left zimmer biomet could not be determined as the item and lot number has not been provided. The root cause of the reported event can not be determined with the information provided. No corrective action is required at this time as the root cause of the reported event has not been determined. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2021-00082-1, 3002806535-2021-00083-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: there was an oxford warranty surgery due to a patient having pain. Patient outcome: revision.